Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2018 with blood glucose of 577 mg/dl. The customer experienced different blood glucose level of 477 mg/dl. Customer was treated with saline drip. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was also stated that auto mode was used. The customer also received insulin flow blocked alarm. The insulin pump will not be returned for analysis.